Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated in the report that a leakage was observed in the balloon of the tracheostomy tube when it was inflated. Quality of the tracheostomy tube was compromised. The event occurred at hospital. The operator of the device was health professional.